Event description:
It was reported that during a rectopexy procedure, the device stopped working immediately. The surgeon was not able to close/lock the instrument. The instrument was removed, and replaced with a new insturment, and the surgeon continued the procedure with no further issue. There was no patient consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.